Manufacturer narrative:
Correction - h6 (device code, clinical signs code, results code, conclusion code) the reported event could be confirmed since images of CT scans were provided and shows loosening around the tibial component. Upon further investigation of the CT scans by healthcare professionals the following was observed: ¿the tibial component has some radiolucence and some smaller cavities. These findings indicate a loosening. There is no evidence of migration, though. The pe cannot be assessed directly, there are no indirect signs of loosening or breakage. The talar component does not show signs of looseninig, there is no radiolucence, but there is a small anterior cyst. This little finding is not consistent with loosening, there is also no sign of migration of the talar component.¿ based on investigation, the root cause was attributed to a patient related issue. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery due to tibial loosening.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery due to tibial loosening.